Event description:
It was reported that three years, one month, and two days post a port placement via the right internal jugular vein approach, the catheter was allegedly found to be damaged. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Multiple kinks and two splits were noted on the attached catheter. Upon infusion, a leak from two splits were observed as water exited the splits while water and what appeared to be thrombus exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter damage and identified fracture issue as the more specific damage such as splits were noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, one month, and two days post a port placement via the right internal jugular vein approach, the catheter was allegedly found to be damaged. Reportedly, the catheter was removed. There was no reported patient injury.